Event description:
It was reported that the procedure was to treat a chronic totally occluded, 95% stenosed, moderately calcified and moderately tortuous vessel in the popliteal and superficial femoral artery (sfa). Pre dilatation was performed on the long cto lesion with an armada balloon dilatation catheter (bdc). The 5.5x100mm and 5.5x120mm supera self-expanding stent systems (sess) were deployed in the cto lesion, however, the stents were noted to be elongated about 30% and there was still no blood flow. The physician decided to treat the patient with surgery. The patient is noted to be getting better after the surgery. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number. Na.

Manufacturer narrative:
The device was returned for analysis. The reported stretched stent was unable to be replicated in a testing environment as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that due to the totally occluded, 95% stenosed, moderately calcified and moderately tortuous anatomy pre-dilatation was not enough in some locations causing the stent to stretch/elongate after deployment; however, this could not be confirmed. The investigation determined a conclusive cause for the reported stretched stent cannot be determined. The noted device damage (separated inner member) was confirmed by the account to have occurred after the case out of patient's body. The treatment appears to be related to the operational context of the procedure as the patient was treated with bypass surgery. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a chronic totally occluded, 95% stenosed, moderately calcified and moderately tortuous vessel in the popliteal and superficial femoral artery (sfa). Pre dilatation was performed on the long cto lesion with an armada balloon dilatation catheter (bdc). The 5.5x100mm and 5.5x120mm supera self-expanding stent systems (sess) were deployed in the cto lesion, however, the stents were noted to be elongated about 30% and there was still no blood flow. The physician decided to treat the patient with surgery. The patient is noted to be getting better after the surgery. There was no adverse patient sequela and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the patient was treated with bypass surgery.